Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date, the pump was programmed in the continous mode to deliver an unspecified concentration of 5fu at a rate 5ml/hr, with a 230ml container size, and a duration of 46 hours. No further programming parameters were provided. In 2007 at 1400, the delivery was started and the pump was placed in a fanny pack. On two days later, at an unspecified time, the homecare patient returned to the pharmacy for a scheduled visit. At that time, the pharmacist noted that the pump had powered off. No audible alarm tone was noted. The customer contact stated that a review of the pump event history indicated that 36ml had been delivered and a "change battery" alarm was noted. There were no reported adverse patient effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no add'l info was provided.